Event description:
It was reported that the serial cable was not working. It was later mentioned that interrogation could not be performed. When the cable was exchanged for another cable, the pulse generator is able to be interrogated. No patients were reported to be affected as a result of this. The suspected serial cable has not been received to date.

Event description:
The serial cable was received on (B)(4) 2015. An analysis was performed on the returned serial cable and a cause for the reported allegation of mechanical problem was identified. During the analysis it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.